Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has been having neck pain and dizziness. The patient reported the stimulator was sending shooting and shocking sensations up to their neck. It was reported that the patient was in a motor vehicle accident 2 years ago which could be related to their issues. Patient reported 6 months after the accident, manufacturer representative and health care provider adjusted the settings for their ins because the stimulation was not stimulating the right area. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient was experiencing back pain since a motor vehicle accident. The patient said she has tried all the programming that she can. The patient was redirected to their healthcare professional (hcp) for a reprogramming session. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.